Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer blood glucose was unknown mg/dl. The customer does not remember if she was treated. The customer was admitted to hospital. The customer insulin pump was replaced due to unresponsive keypad.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.